Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. Functionally, the instruments were loaded with a reload. Three of the instruments successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. The remaining instrument loaded, clamped, and a skip was noted in the unit's firing stroke at the site of the first cycle. An access hole was cut into the instrument body for visualization of the firing rack. The instruments and reload were applied to test media with proper transection and staple placement. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, while the device was being applied at the stomach, the devices did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. The devices were replaced to resolve the issue in order to complete the case. There was no patient injury.